Manufacturer narrative:
The field service representative (fsr) inspected the instrument, replaced, and adjusted the assy, cover, top rear lid which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed there were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I, serial number (B)(6) , did not identify any trends associated with the complaint issue. A review of tracking and trending for the assy, cover, top rear lid did not identify any trends. Device history record review did not show any non-conformances for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I, serial number ai01513 or the assy, cover, top rear lid, was identified.

Event description:
The customer states that during daily maintenance, the back cover of the alinity I processsing module came down on her hand, smashing her finger. The cover was fully tensioned. There was no report of any cuts or injuries. No impact to patient management was reported.